Event description:
During a procedure, the distal part of the agility guidewire was cut off in the pt's vessel. Additional info indicated that the product was stored and prep per (IFU) info for use, and prior to inserting, the product was not damaged. The distal tip was not re-shaped. A constant flush was maintained at all times. The distal tip was utilized like a jackhammer. After removal, other than reported event, no other damage was noticed on the device. By cut off, it is meant that the device fracture/separated in two pieces. The section that was cut-off/fracture/separated was identified to be the distal tip. The cut off section occurred when removing from the pt. The fracture section was safety removed with a snaver device, and the procedure was completed well.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.